Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported experiencing low blood glucose of 69mg/dl. Troubleshooting was performed, and found that the programming in the insulin pump was correct. The reservoir was showing the same amount of insulin as shown on the status screen. The customer was assisted with performing the displacement test and passed. The customer requested a replacement. A follow up was conducted and found that the customer was in the emergency room in three different times in the past year due to diabetes ketoacidosis. The customer mentioned having her blood glucose under control. No further information was provided.